Manufacturer narrative:
Corrected information: d4, g4. DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned, but not in the original case. The returned device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - a piece of a tray holding an anchor broke off. Delamination- layers were intact and did not separate. Discoloration - the device was transparent but had a yellow discoloration. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description. The root cause could not be determined. A potential root cause for the tray fracturing could be due to the fracture not being noticed prior to the device being used and this could have made the fracture more apparent once the device was in use. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device has been received but not evaluated. Once the investigation is complete, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that silent nite sleep device broke again. Additional information received reported that the lower left tray cracked. There was no patient injury and no intervention was required. It is unknown when the patient stopped using the device.